Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to 370 (mg/dl) and trace ketones for approximately 2 weeks. Customer changed supplies and administered correction boluses to treat bg levels. System check with tandem technical support on 05/27/2016 indicated pump was performing as intended. Cartridge uses humalog insulin and is reportedly changed every 4 days. Customer was reminded that humalog insulin is labelled for use up to 48 hours and recommendation was made to contact health care provider to discuss diabetes management. Customer acknowledged.